Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lows flows on the pump and developed right heart failure and worsening left heart failure. The patient was hospitalized, placed in the intensive care unit (ICU) and received diuretics and inotropes. Log files indicated low flow alarms and a week-long downward trend on pump flow, power and pulsatility. A cardiac computerized tomography (CT) was performed, showing severe stenosis at the outflow graft and aortic anastomosis site. A cardiac catheterization/stenting of the outflow graft anastomosis site was later performed, which returned pump flows and power to baseline. However, due to poor perfusion over the prior week, the patient developed acute kidney injury and was placed on dialysis. The patient remains hospitalized in the ICU. The outflow graft remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The outflow graft was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption beginning (B)(6) 2018. 274 low flow alarms have been logged since (B)(6) 2018. Pump parameters returned to normal operating range on (B)(6) 2018, which is consistent with the reported cardiac catheterization/stenting of the outflow graft anastomosis site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to the constriction in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.